Manufacturer narrative:
The device generated an 0x68 occlusion alarm. Timeouts were observed toward the end of the device run. Inspection of the pod found no damages or manufacturing deficiencies that would result in an occlusion alarm. A tear in the exposed portion of the soft cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. The tear and subsequent leak would not contribute to the occlusion alarm. It could not be determined at what time the damage to the cannula occurred. The tear in the cannula prevented testing of the tip of the cannula for occlusions. No occlusions were visually observed in the tip of the soft cannula. The exact cause 0x68 occlusion alarm could not be determined. Cracks were observed in the top housing of the pod. While cracks were found, it would not contribute to the reported event. The timing and cause of the cracks could not be determined.

Event description:
It was reported the patient's blood glucose level rose to >250mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the pod alarmed during operation. Treatment information was not provided.